Manufacturer narrative:
At this time, product has not yet been returned and a valid serial has not been provided. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This report is being filed on an international product, model number 72111-01 which has a similar product distributed in the u.s., model number 71953-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "connected to computer" message and was unable to obtain readings. As a result, customer experienced hyperglycemia and was unable to self-treat, requiring third-party administration of insulin syringe (injection) for treatment. There was no report of death or permanent impairment associated with this event.